Event description:
The external pulse generator (epg) was returned for repair and subsequently, testes out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found upper/lower cases, two side bail covers and the ring cover were broken. Additional findings were the following: battery release, heart block, and lead flex cover, board connector cable, and battery drawer were contaminated, ring and two side bails were missing, and the display was out of electrical specification.